Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer had a high blood glucose. The customer blood glucose level was 367 mg/dl. The customer treated herself with bolus. The troubleshooting was performed. It was explained to the customer that the insulin pump is working fined. The customer was advised and directed to additional resources on our website. No further information was reported.